Manufacturer narrative:
Concomitant products: model: dvbb1d4, ICD; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was sounding an audible alert. A remote transmission was sent from the patient's nursing home. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered an alert for high svc coil impedance. Also noted were several measurement fluctuations on svc impedance since the first alert triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.